Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The customer indicated that the issue was due to user error and also stated that the pump did not cause the hospitalization. The customer declined to provide additional information regarding the event.